Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient received a patient notification. At follow-up a perforation was noted. Tamponade was observed and a pericardiocentesis was performed to drain the fluid. When repositioning was unsuccessful, the lead was explanted and replaced. It was noted that all was ok after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.